Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume intermate was loose. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured from june 15, 2015- june 16, 2015. The device was received for evaluation. Visual inspection noted that the blue winged luer cap had been separated from the luer lock. The reported condition was verified. The cause was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.